Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) 100 iu/ml from cartridge, since unknown date, via a reusable device (humapen ergo ii), since (B)(6) 2025, subcutaneously, for the treatment of diabetes mellitus. Frequency was not provided. In (B)(6) 2025, while on human insulin isophane suspension 70%/human insulin 30% therapy, due to an issue with humapen ergo ii, there was some leakage at the thread connection of the cartridge holder and needle when pressed the injection button down possibly did not fully inject the dose into the body (as reported) (pc: (B)(4), lot: 2306d04). Furthermore, during the (B)(6) 2025 period, she experienced high blood glucose 28 (units, reference ranges were not provided) (as reported) for which she was hospitalized on (B)(6) 2025. As of (B)(6) 2025 she was still hospitalized, and her blood glucose was as high as 28 (postprandial blood glucose). Further details regarding hospitalization, including corrective treatments and laboratory/diagnostic tests performed were not provided. Information regarding corrective treatment was not provided, the outcome of blood glucose increased was not recovered and outcome of remaining event was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. Follow up was not possible due to the reporter refused to be contacted and did not give permission to contact the treating physician. The operator of humapen ergo ii was patient, and her training status was not provided. The general and suspect humapen ergo ii model was started on (B)(6) 2025 and its duration of use was approximately 29 days. The action taken with suspect humapen was unknown and its return was possible. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% drug and did not provided relatedness of the event with suspect humapen ergo ii device. Update 17-apr-2025: additional information was received from affiliate on 08-apr-2025 and updated action taken for human insulin isophane suspension 70%/human insulin 30% to ongoing. Upon review of information received on 08-apr-2025, added EU ca fields for suspect device humapen ergo ii, updated device age, updated listedness of blood glucose increased for us label to unlisted, removed listedness for incorrect dose administered for ib, ib periodic, spc and us label as per non-serious event. Updated narrative accordingly. Edit 28apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) 100 iu/ml from cartridge, since unknown date, via a reusable device (humapen ergo ii), since (B)(6) 2025, subcutaneously, for the treatment of diabetes mellitus. Frequency was not provided. In (B)(6) 2025, while on human insulin isophane suspension 70%/human insulin 30% therapy, due to an issue with humapen ergo ii, there was some leakage at the thread connection of the cartridge holder and needle when pressed the injection button down possibly did not fully inject the dose into the body (as reported) (pc: (B)(4), lot: 2306d04). Furthermore, during the (B)(6) 2025 period, she experienced high blood glucose 28 (units, reference ranges were not provided) (as reported) for which she was hospitalized on (B)(6) 2025 she was still hospitalized, and her blood glucose was as high as 28 (postprandial blood glucose). Further details regarding hospitalization, including corrective treatments and laboratory/diagnostic tests performed were not provided. Information regarding corrective treatment was not provided, the outcome of blood glucose increased was not recovered and outcome of remaining event was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. Follow up was not possible due to the reporter refused to be contacted and did not give permission to contact the treating physician. The operator of humapen ergo ii was patient, and her training status was not provided. The general and suspect humapen ergo ii model was started on (B)(6) 2025 and its duration of use was approximately 29 days. The action taken with suspect humapen was unknown. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% drug and did not provided relatedness of the event with suspect humapen ergo ii device. Update 17-apr-2025: additional information was received from affiliate on 08-apr-2025 and updated action taken for human insulin isophane suspension 70%/human insulin 30% to ongoing. Upon review of information received on 08-apr-2025, added EU ca fields for suspect device humapen ergo ii, updated device age, updated listedness of blood glucose increased for us label to unlisted, removed listedness for incorrect dose administered for ib, ib periodic, spc and us label as per non-serious event. Updated narrative accordingly. Edit 28apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19may2025: additional information received on 13may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Added date of manufacturer for the device. [?]corresponding fields and narrative updated accordingly. Update 20oct2025: additional information received on 10oct2025 and 13oct2025 from the global product complaint database. Updated device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction updated to no for (B)(4) and device return status updated to returned to manufacturer. Added date of device return to manufacturer. [?]corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20oct2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that she experienced "some leakage at the thread connection of the cartridge holder and needle when pressed the injection button down possibly did not fully inject the dose into the body" with her humapen ergo ii. The investigation of the returned device (batch 2306d04, manufactured june 2023) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) 100 iu/ml from cartridge, since unknown date, via a reusable device (humapen ergo ii), since (B)(6) 2025, subcutaneously, for the treatment of diabetes mellitus. Frequency was not provided. In (B)(6) 2025, while on human insulin isophane suspension 70%/human insulin 30% therapy, due to an issue with humapen ergo ii, there was some leakage at the thread connection of the cartridge holder and needle when pressed the injection button down possibly did not fully inject the dose into the body (as reported) (pc: (B)(4), lot: 2306d04). Furthermore, during the (B)(6) 2025 period, she experienced high blood glucose 28 (units, reference ranges were not provided) (as reported) for which she was hospitalized on (B)(6) 2025. As of (B)(6) 2025 she was still hospitalized, and her blood glucose was as high as 28 (postprandial blood glucose). Further details regarding hospitalization, including corrective treatments and laboratory/diagnostic tests performed were not provided. Information regarding corrective treatment was not provided, the outcome of blood glucose increased was not recovered and outcome of remaining event was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. Follow up was not possible due to the reporter refused to be contacted and did not give permission to contact the treating physician. The operator of humapen ergo ii was patient, and her training status was not provided. The general and suspect humapen ergo ii model was started on (B)(6) 2025 and its duration of use was approximately 29 days. The action taken with suspect humapen was unknown. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% drug and did not provided relatedness of the event with suspect humapen ergo ii device. Update 17-apr-2025: additional information was received from affiliate on 08-apr-2025 and updated action taken for human insulin isophane suspension 70%/human insulin 30% to ongoing. Upon review of information received on (B)(6) 2025, added EU ca fields for suspect device humapen ergo ii, updated device age, updated listedness of blood glucose increased for us label to unlisted, removed listedness for incorrect dose administered for ib, ib periodic, spc and us label as per non-serious event. Updated narrative accordingly. Edit 28apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19may2025: additional information received on 13may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 19may2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that she experienced "some leakage at the thread connection of the cartridge holder and needle when pressed the injection button down possibly did not fully inject the dose into the body" with her humapen ergo ii (batch 2306d04, manufactured june 2023). The device was not returned to the manufacturer for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to leaking after injection from device or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.